Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not have been conducted properly due to the channel and insertion section having a kink - thus, foreign material remained. A further cause of the kink could not be presumed from the information obtained in this investigation. The suggested event is preventable and detectable by handling device as per the following instructions for use (IFU): operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The event occurred during reprocessing.

Event description:
The customer reported to olympus, adhesion at the distal end of the evis exera iii colonvideoscope. There was no report of patient harm associated with the event. During incoming inspection, it was determined the air water nozzle was blocked with foreign debris. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to distal end damage. In addition, foreign material could not be removed even with correct reprocess, due to the buckling of each channel or nozzle/the gap on the insertion section or the boot. The air/water channel was clogged. No feeding with water through the channel possible. No foreign material was exiting the air/water channel. Because wire stopper was detached, bending section cannot be bent in up direction. Mount had corrosion due to water leakage. Plastic distal end cover had a dent. Objective lens had a scratch. Light guide lens had a crack. Adhesive on bending section cover had a crack. Connecting tube had a buckling. Due to wear of coil wire, flexibility adjustment function did not work. Due to wear of angle wire, bending angle in down direction did not meet the standard value. Due to deformation of bending tube, bending angle in up direction exceeded the standard value. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.